Event description:
Halyard health received a report from (B)(6) stating the enteral feeding balloon burst. A pinhole leak was noted at the top of the balloon. The device was in use for 22 days prior to the failure. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4).